Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported mechanical jam with the thumb advancer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the return device analysis, the reported mechanical jam with the thumb advancer issue appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath thus contributing to the reported difficulty deploying the thumb advancer. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose device after an interventional stenting procedure using a 6f sheath. Reportedly, when advancing the thumb advancer (step 3), there was resistance and the thumb advancer could not not be advanced completely. The device was removed and it was noticed that the sheath had split completely even though the thumb advancer had not been completely deployed. The clip remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.